Manufacturer narrative:
(B)(4): the customer reported that the alarms were not audible. Although the customer has four (4) clients, only 1 client was expected to have sound (client #5). The customer checked the volume control and found the sound for client #5 was muted. Also, within the pc configuration, none of the speakers were "checked." The clinical specialist (cs) confirmed that not all pc's sound have sound and that the pc's would be updated to reflect that they do not require audio. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarms were not audible. No patient harm was reported.